Event description:
Ligasure worked once, was then removed and the surgeon replaced the bite. The surgeon noticed a metal piece of the handpiece was out of place. Opened another ligasure - it did not work at all. Surgeon regrasped and tried a second time and still didn't work. Surgeon opened a third handpiece and it worked fine. No issue to the patient.